Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. Evaluation of device found evidence that failure mode was due to bending overload when the device was used as a lever to remove the implanted cup.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2013. During the procedure, as the surgeon was impacting the cup, the inserter fractured. As a result, the surgeon removed the cup and utilized a new cup and inserter to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.